Event description:
Medtronic (covidien) received report of incomplete opening of a pipeline flex during treatment of an unruptured, fusiform aneurysm in the right middle cerebral artery (m1 segment). Patient anatomy was extremely tortuous. Navigation to the aneurysm involved multiple turns including a full 360 degree internal carotid artery (ica) loop. A pipeline flex was advanced and was met with a great amount of resistance. After the pipeline flex was advanced, delivery was initiated, but the device would not relax to expand to the artery diameter. The pipeline flex was recaptured and redelivered five times in an attempt to relax the braid without success. The pipeline flex was re-captured into the delivery catheter and removed as a system. After removal, it was noted that the ptfe wings appeared to hold down the distal end of the device. In addition, the pipeline flex was not allowed to fully flush prior to introduction into the microcatheter. A second pipeline flex was chosen and allowed to complete the full flush of saline. The device was delivered successfully using a marksman microcatheter. Post-procedure angiographic result was good - partial contrast stagnation. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
Off label use: middle cerebral artery aneurysm. The pipeline flex¿ embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record has been reviewed and no quality issues were noted. The pushwire and pipeline were returned for evaluation without the microcatheter as it was likely discarded. The pipeline was not attached to the pushwire. The pipeline was found to be released from the dps sleeves and fully opened with damaged braid. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the pushwire and pipeline were returned without the microcatheter. The pipeline was released from the dps sleeves and fully opened with damaged braid. It is possible that the tortuous anatomy and the damage to the braid may have contributed to the reported issues. It is likely that the damage to the braid on both ends of the pipeline is the result of the physician resheathing the device more than the recommended two times. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. It is recommended to use a heparinized saline drip to continuously flush micro catheter during pipeline¿ flex embolization device use. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.